Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a technical issue involving button failure prevented an external pulse generator (epg) from providing appropriate pacing support. No patient complications have been reported as a result of this event.